Event description:
Pt noticed smoke coming from the wall outlet in which the concentrator was plugged. Pt unplugged machine by pulling on the power cord. There was no injury or property damage related to the event (with the exception of the electrical wall outlet which needed to be placed).

Manufacturer narrative:
Nellcor puritan bennett had an independent third-party consulting engineer evaluate the power cord upon its return to the factory. (This consulting engineer specializes in fire-related investigations.) His summary report concludes that the root cause for the heat damage was likely a loose electrical receptacle (household outlet) into which the concentrator was plugged. This is expected to be the final submission regarding this event.